Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking co2 when the instrument was taken out from the trocar. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded. There is no additional information available.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device received in a condition that made analysis impossible. At the time the suspect device received, the device could not be primed due to a defective button.